Manufacturer narrative:
Based on the claim against the product by the customer noting the jaw fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.169¿ from the base. The broken piece was returned. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This is a reportable malfunction and adverse event due to the following conclusion: the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the harmonic ace instrument jaw on the shears fell off. The piece and instrument were removed from the patient during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details were received as of the date of this report.